Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 01-aug-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, water got in through the cable, the electronic circuits were destroyed, the charge-coupled device unit failed, and the image was not displayed. The cause of the leak from the cable could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that preparation for hysteroscopy, the screen showed noise and the user replaced the subject device with another device to complete the procedure. The subject device was returned to the olympus local service department. During the incoming inspection for repair at the olympus local service department, it was found that the endoscopic image of the subject device was not displayed since the cable had leakage, ccd was immersed and corroded. Other detailed information was not provided. There was no report of patient injury associated with the event.